Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned dry, in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. There was evidence of residue on the lens. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -11.50 diopter, in the patient's right eye (od) on 06/21/2017. The lens was explanted on (B)(6) 2018 due to glare and halos. The lens was not exchanged for another lens.